Event description:
The pt was using the device when the device unexpectedly began to overheat. The pt immediately stopped use of the device. The pt did not continue use of the device.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.